Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced urinary tract infection ("urinary tract infections"), headache ("headaches"), amnesia ("memory loss"), visual impairment ("vision problems") and tooth disorder ("problems with teeth"). On (B)(6) 2014, 7 months 3 days after insertion of essure, the patient experienced vulvovaginal candidiasis ("probable vulvovaginitis due to candida"). In 2015, the patient experienced cystitis ("acute cystitis"). On (B)(6)2015, the patient experienced pyrexia ("bout of fever"), dizziness ("dizziness"), vomiting ("vomiting"), abdominal pain upper ("significant gastric pain") and back pain ("significant lumbar pain"). In (B)(6) 2017, the patient experienced infection ("infectious episode"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("possibility of nickel allergy"), abdominal distension ("bloating"), discomfort ("heaviness with sensation of painful swelling"), swelling ("heaviness with sensation of painful swelling"), abdominal pain ("abdominal pain like hypogastric spasm") and abdominal pain lower ("abdominal pain like hypogastric spasm"). The patient was treated with surgery (bilateral salpingectomy was performed via laparoscopy for essure removal on (B)(6) 2017.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, urinary tract infection, vulvovaginal candidiasis, headache, amnesia, visual impairment, tooth disorder, cystitis, abdominal pain upper, back pain, abdominal distension, discomfort, swelling, abdominal pain and abdominal pain lower was resolving and the allergy to metals, pyrexia, dizziness, vomiting and infection outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, amnesia, back pain, cystitis, discomfort, dizziness, headache, infection, pelvic pain, pyrexia, swelling, tooth disorder, urinary tract infection, visual impairment, vomiting and vulvovaginal candidiasis to be related to essure. The reporter commented: essure insertion had been performed no remarkable difficulty. On (B)(6) 2015, the patient received a treatment for acute cystitis. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 14-mar-2018 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 10126 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), the second episode of urinary tract infection ("urinary tract infection"), escherichia urinary tract infection ("urinary tract infection due to e. Coli"), vulvovaginal candidiasis ("probable vulvovaginitis due to candida"), vaginitis chlamydial ("vaginal swab found chlamydia") and vulval haemorrhage ("bleeding from vulva") in a 40-year-old female patient who had essure (batch no. B44005) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, multiparous (5 children), caesarean section in 2013, lumbar spondylosis (lumbar arthrodesis at l5-s1), appendectomy, gallbladder operation, urethropexy, umbilical hernia (at 4 years of age), renal colic, uterine prolapse, sciatica from 2006 to 2010, spinal operation, dental restoration failure, urinary incontinence, scar (1 caesarean section scar, scars of laparoscopy (umbilical and suprapubic), the appendectomy scar.) And menopausal. Plaintiff had no asthma or allergies and no long-term medication apart from opioids, lamaline, for pain. She had no familial history of crohn¿s disease or ulcerative colitis. Concurrent conditions included overweight, general anesthesia (for essure insertion and removal procedures) since (B)(6) 2013 and colonic dysfunction. Family history included family history of cancer (colon cancer on maternal and paternal sides, lung cancer on maternal side, maternal uterine cancer at 42 years of age), family history of cardiovascular disorder (her father had a history of ruptured aneurysm with major sequelae) and family history of diabetes (her father had a history of diabetes). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced the first episode of headache ("headaches"), amnesia ("memory loss"), visual impairment ("vision problems") and tooth disorder ("problems with teeth"). In (B)(6) 2014, 7 months 2 days 15 hrs 7 min after insertion of essure, the patient experienced vulvovaginal candidiasis (seriousness criterion hospitalization) with perineal pain, vaginal discharge and perineal pain. In 2014, the patient experienced gastrointestinal motility disorder ("worsening on bowel movements/ intestinal transit was irregular with a tendency to constipation"). In (B)(6) 2014, the patient experienced vaginitis chlamydial (seriousness criterion medically significant) with vaginal discharge and vulvovaginal pain, metrorrhagia ("metrorrhagia"), the first episode of abdominal pain upper ("abdomen was painful in epigastric and supra-pubic regions") and suprapubic pain ("abdomen was painful in epigastric and supra-pubic regions"). In 2015, the patient experienced the first episode of cystitis ("acute cystitis"). On (B)(6) 2015, the patient experienced escherichia urinary tract infection (seriousness criterion medically significant) with vomiting, back pain, abdominal pain lower, dysuria, pollakiuria and haematuria. On (B)(6) 2015, the patient experienced diarrhoea ("5 episodes of watery diarrhoea") and dyspepsia ("since starting ofloxacin she had ¿burning¿ sensation all along the digestive tube"). On (B)(6) 2015, the patient experienced chills ("chills") and hyperhidrosis ("sweating"). In (B)(6) 2015, the patient experienced the second episode of headache ("headaches"). In (B)(6) 2015, the patient experienced dizziness ("dizziness"). On (B)(6) 2015, the patient experienced the second episode of cystitis ("another episode of cystitis"). On (B)(6) 2015, the patient experienced the first episode of urinary tract infection ("urinary tract infections") with dysuria, pyrexia ("bout of fever") and the second episode of abdominal pain upper ("significant gastric pain"). In (B)(6) 2016, the patient experienced weight decreased ("weight had decreased by 18 kg in 6 months"). On (B)(6) 2016, the patient experienced abdominal distension ("bloating"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstruation irregular ("highly irregular menstrual cycles"), dysmenorrhoea ("worsening of pain during menstrual periods"), muscle spasms ("spasms"), paraesthesia ("electrical discharges"), the first episode of constipation ("intestinal transit irregular with tendency to constipation"), discomfort ("heaviness with sensation of painful swelling"), nausea ("had nausea without vomiting.") And uterine leiomyoma ("mild fibromatous remodelling with no other abnormalities"). In (B)(6) 2017, the patient experienced infection ("infectious episode"). On (B)(6) 2017, the patient experienced procedural nausea ("nausea after essure removal procedure"). On (B)(6) 2017, the patient experienced the second episode of urinary tract infection (seriousness criterion hospitalization) with abdominal pain, malaise, pyrexia and pollakiuria. On an unknown date, the patient experienced vulval haemorrhage (seriousness criterion medically significant), swelling ("heaviness with sensation of painful swelling"), allergy to metals ("possibility of nickel allergy"), affective disorder ("mood disorder"), irritable bowel syndrome ("irritable colon"), fatigue ("fatigue"), depression ("depression"), dyspareunia ("pain during sexual intercourse"), the second episode of constipation ("constipation"), amenorrhoea ("no more menstrual periods") and hot flush ("hot flushes"). The patient was hospitalized on (B)(6) 2014 and then from (B)(6) 2017 to (B)(6) 2017. The patient was treated with antifungals, antibiotics, econazole, fosfomycin trometamol (monuril), phloroglucinol (spasfon-lyoc), paracetamol (doliprane), cefixime, ofloxacin, paracetamol (perfalgan), paracetamol, spektramox (clamicil) and surgery (bilateral salpingectomy was performed via laparoscopy for essure removal on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, the last episode of urinary tract infection, vulvovaginal candidiasis, amnesia, visual impairment, tooth disorder, abdominal distension, discomfort, swelling and the last episode of abdominal pain upper was resolving, the escherichia urinary tract infection, vaginitis chlamydial, vulval haemorrhage, metrorrhagia, suprapubic pain, the last episode of headache, diarrhoea, the last episode of cystitis, pyrexia, chills, hyperhidrosis, dyspepsia, gastrointestinal motility disorder, menstruation irregular, dysmenorrhoea, muscle spasms, paraesthesia, nausea, uterine leiomyoma, allergy to metals, infection, procedural nausea, fatigue, depression, dyspareunia, the last episode of constipation, amenorrhoea and hot flush outcome was unknown and the dizziness, weight decreased, affective disorder and irritable bowel syndrome had not resolved. The reporter considered abdominal distension, affective disorder, allergy to metals, amenorrhoea, amnesia, chills, depression, diarrhoea, discomfort, dizziness, dysmenorrhoea, dyspareunia, dyspepsia, escherichia urinary tract infection, fatigue, gastrointestinal motility disorder, hot flush, hyperhidrosis, infection, irritable bowel syndrome, menstruation irregular, metrorrhagia, muscle spasms, nausea, paraesthesia, pelvic pain, procedural nausea, pyrexia, suprapubic pain, swelling, tooth disorder, uterine leiomyoma, vaginitis chlamydial, visual impairment, vulval haemorrhage, vulvovaginal candidiasis, weight decreased, the first episode of abdominal pain upper, the first episode of constipation, the first episode of cystitis, the first episode of headache, the first episode of urinary tract infection, the second episode of abdominal pain upper, the second episode of constipation, the second episode of cystitis and the second episode of headache to be related to essure. The reporter provided no causality assessment for the second episode of urinary tract infection with essure. The reporter commented: essure insertion had been performed with no remarkable difficulty. Plaintiff presented a normal cardiac frequency during procedure. On the right side, four trailing spires were noted and on the left side, three trailing spires were seen. Starting in late (B)(6) 2014, she had perineal burning and leucorrhoea. She consulted her treating physician and a vaginal swab was performed and found candida albicans. She was prescribed with an antifungal and an antibiotic. Starting 3 or 4 days earlier, recurrence of perineal burning and bleeding from vulva, requiring personal hygiene several times day. On (B)(6) 2015 burning on urination started. Urine cultures found a urinary tract infection due to e. Coli. Four days later, no improvement, she consulted her general practitioner, who performed analyses and prescribed another antibiotic (nos), which had no effect. Further analyses were performed and laboratory tests were normal. On (B)(6) 2015, she saw her treating physician again for another episode of cystitis. Laboratory tests found no appreciable disease. The post-operative (essure removal procedure) course was unremarkable, but was marked by an isolated episode of fever with no identified cause. On (B)(6) 2015, the patient was admitted to emergency due to vomiting and lumbar pain, for which the medical personnel suspected a urinary tract infection. The patient underwent laparoscopy with no particular difficultied. Post-operative outcome were simple. It is undeniable that the patient's condition improved considerably after the device removal. Expert's assessment: there is a temporal concomitance between essure placement and the onset of symptoms, between the essure removal and a marked improvement in symptoms (not their resolution). Concerning patient, there are other plausible causes for some of these symptoms:menopausal state onset,fibromas and adenomyosis,cholelithiasis,functional colopathy, spine surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Blood electrolytes - in (B)(6) 2014: normal. Blood pressure measurement - in (B)(6) 2014: 119/70 mmhg. Body temperature - in (B)(6) 2014: 37 degrees celsius. C-reactive protein ( - <6 mg/l) - on (B)(6) 2017: 8.6 mg/l (elevated); on (B)(6) 2017: 187.7 mg/l (elevated); in (B)(6) 2014: < 5 mg/l (normal) colonoscopy - on (B)(6) 2016: normal-no pathology of the digestive tract found culture urine - on (B)(6) 2017: negativsuspicion of urinary tract infection); in (B)(6) 2015: urinary tract infect haematocrit (36 - 47 %) - on (B)(6) 2017: 31 % (depressed); on (B)(6) 2017: 33 % (depressed) haemoglobin (12 - 16 g/dl) - on (B)(6) 2017: 10.8 g/dl (depressed); on (B)(6) 2017: 10.8 g/dl (depressed) heart rate - in (B)(6) 2014: 62 beats/min human chorionic gonadotropin - on an unknown date: < 2 nuclear magnetic resonance imaging abdominal - on (B)(6) 2016: adenomyosis then mild fibromatous remodelling on uterus oxygen saturation - in (B)(6) 2014: 98 ultrasound scan - on an unknown date: uterus is of normal volume, white blood cell count - in (B)(6) 2014: 4970 (B)(6) 2015: hepatic and pancreatic work-up - normal. 01 to (B)(6) 2017: laboratory test, abnormal values was added to lab data field (other values were within the normal) on na unspecified date: ultrasound examination (cont.): in good position, the endometrium is thin, the cesarean section scar is normal. There are latero-uterine varices. The ovaries are small without follicles. Within the limit of this examination, no fibroma nor adenomyosis was observed. On (B)(6) 2016: MRI (cont.): uterus endometriosis, inflammatory and haemorrhagic diseases. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 25-oct-2018: further medical information was added: MRI result on (B)(6) 2016, lab data results on (B)(6) 2017 and (B)(6) 2017 and ultrasound examination (unknown date), historical condition (several scars, lumbar spine surgery, no known allergy, crown of tooth and polypropylene sub-vesical tape for urinary leakage, functional colopathy) and new events: mood disorder, irritable colon, fatigue, depression, pain during sexual intercourse, constipation, no more menstrual periods and hot flushes. Reporter causality comment field updated with the expert's assessment. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), vulvovaginal candidiasis ("probable vulvovaginitis due to candida"), vulval haemorrhage ("bleeding from vulva"), vaginitis chlamydial ("vaginal swab found chlamydia"), escherichia urinary tract infection ("urinary tract infection due to e. Coli") and the second episode of urinary tract infection ("urinary tract infection") in a 40-year-old female patient who had essure (batch no. B44005) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, multiparous (5 children), caesarean section in 2013, lumbar spondylosis (lumbar arthrodesis at l5-s1), appendectomy, gallbladder operation, urethropexy, umbilical hernia (at 4 years of age), renal colic, uterine prolapse and sciatica from 2006 to 2010. Plaintiff had no asthma or allergies and no long-term medication apart from opioids, lamaline, for pain. She had no familial history of crohn¿s disease or ulcerative colitis. Concurrent conditions included overweight and general anesthesia (for essure insertion and removal procedures) since (B)(6) 2013. Family history included family history of cancer (colon cancer on maternal and paternal sides, lung cancer on maternal side, maternal uterine cancer at 42 years of age), family history of cardiovascular disorder (her father had a history of ruptured aneurysm with major sequelae) and family history of diabetes (her father had a history of diabetes). On (B)(6) 2013, the patient had essure inserted. In april 2014, the patient experienced the first episode of headache ("headaches"), amnesia ("memory loss"), visual impairment ("vision problems") and tooth disorder ("problems with teeth"). In june 2014, 7 months 2 days 15 hrs 7 min after insertion of essure, the patient experienced vulvovaginal candidiasis (seriousness criterion hospitalization) with perineal pain, vaginal discharge and perineal pain. In 2014, the patient experienced gastrointestinal motility disorder ("worsening on bowel movements/ intestinal transit was irregular with a tendency to constipation"). In july 2014, the patient experienced vaginitis chlamydial (seriousness criterion medically significant) with vaginal discharge and vulvovaginal pain, metrorrhagia ("metrorrhagia"), the first episode of abdominal pain upper ("abdomen was painful in epigastric and supra-pubic regions") and suprapubic pain ("abdomen was painful in epigastric and supra-pubic regions"). In 2015, the patient experienced the first episode of cystitis ("acute cystitis"). On (B)(6) 2015, the patient experienced escherichia urinary tract infection (seriousness criterion medically significant) with vomiting, back pain, abdominal pain lower, dysuria, pollakiuria and haematuria. On (B)(6) 2015, the patient experienced diarrhoea ("5 episodes of watery diarrhoea") and dyspepsia ("since starting ofloxacin she had ¿burning¿ sensation all along the digestive tube"). On (B)(6) 2015, the patient experienced chills ("chills") and hyperhidrosis ("sweating"). In november 2015, the patient experienced the second episode of headache ("headaches"). In november 2015, the patient experienced dizziness ("dizziness"). On (B)(6) 2015, the patient experienced the second episode of cystitis ("another episode of cystitis"). On (B)(6) 2015, the patient experienced the first episode of urinary tract infection ("urinary tract infections") with dysuria, pyrexia ("bout of fever") and the second episode of abdominal pain upper ("significant gastric pain"). In august 2016, the patient experienced weight decreased ("weight had decreased by 18 kg in 6 months"). On (B)(6) 2016, the patient experienced abdominal distension ("bloating"). In november 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstruation irregular ("highly irregular menstrual cycles"), dysmenorrhoea ("worsening of pain during menstrual periods"), muscle spasms ("spasms"), paraesthesia ("electrical discharges"), constipation ("intestinal transit irregular with tendency to constipation"), discomfort ("heaviness with sensation of painful swelling"), nausea ("had nausea without vomiting.") And uterine leiomyoma ("mild fibromatous remodelling with no other abnormalities"). In april 2017, the patient experienced infection ("infectious episode"). On (B)(6) 2017, the patient experienced procedural nausea ("nausea after essure removal procedure"). On (B)(6) 2017, the patient experienced the second episode of urinary tract infection (seriousness criterion hospitalization) with abdominal pain, malaise, pyrexia and pollakiuria. On an unknown date, the patient experienced vulval haemorrhage (seriousness criterion medically significant), swelling ("heaviness with sensation of painful swelling") and allergy to metals ("possibility of nickel allergy"). The patient was hospitalized on (B)(6) 2014 and then from 1-jul-2017 to 4-jul-2017. The patient was treated with antifungals, antibiotics, econazole, fosfomycin trometamol (monuril), phloroglucinol (spasfon-lyoc), paracetamol (doliprane), cefixime, ofloxacin, paracetamol (perfalgan), paracetamol, spektramox (clamicil) and surgery (bilateral salpingectomy was performed via laparoscopy for essure removal on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, amnesia, visual impairment, tooth disorder, vulvovaginal candidiasis, abdominal distension, discomfort, swelling, the last episode of abdominal pain upper and the last episode of urinary tract infection was resolving and the vulval haemorrhage, vaginitis chlamydial, metrorrhagia, suprapubic pain, escherichia urinary tract infection, the last episode of headache, dizziness, diarrhoea, the last episode of cystitis, pyrexia, chills, hyperhidrosis, dyspepsia, gastrointestinal motility disorder, menstruation irregular, dysmenorrhoea, muscle spasms, paraesthesia, constipation, nausea, weight decreased, uterine leiomyoma, allergy to metals, infection and procedural nausea outcome was unknown. The reporter considered abdominal distension, allergy to metals, amnesia, chills, constipation, diarrhoea, discomfort, dizziness, dysmenorrhoea, dyspepsia, escherichia urinary tract infection, gastrointestinal motility disorder, hyperhidrosis, infection, menstruation irregular, metrorrhagia, muscle spasms, nausea, paraesthesia, pelvic pain, procedural nausea, pyrexia, suprapubic pain, swelling, tooth disorder, uterine leiomyoma, vaginitis chlamydial, visual impairment, vulval haemorrhage, vulvovaginal candidiasis, weight decreased, the first episode of abdominal pain upper, the first episode of cystitis, the first episode of headache, the first episode of urinary tract infection, the second episode of abdominal pain upper, the second episode of cystitis and the second episode of headache to be related to essure. The reporter provided no causality assessment for the second episode of urinary tract infection with essure. The reporter commented: essure insertion had been performed with no remarkable difficulty. Plaintiff presented a normal cardiac frequency during procedure. On the right side, four trailing spires were noted and on the left side, three trailing spires were seen. Starting in late jun-2014, she had perineal burning and leucorrhoea. She consulted her treating physician and a vaginal swab was performed and found candida albicans. She was prescribed with an antifungal and an antibiotic. Starting 3 or 4 days earlier, recurrence of perineal burning and bleeding from vulva, requiring personal hygiene several times day. On (B)(6) 2015 burning on urination started. Urine cultures found a urinary tract infection due to e. Coli. Four days later, no improvement, she consulted her general practitioner, who performed analyses and prescribed another antibiotic (nos), which had no effect. Further analyses were performed and laboratory tests were normal. On (B)(6) 2015, she saw her treating physician again for another episode of cystitis. Laboratory tests found no appreciable disease. The post-operative (essure removal procedure) course was unremarkable, but was marked by an isolated episode of fever with no identified cause. On (B)(6) 2015, the patient was admitted to emergency due to vomiting and lumbar pain, for which the medical personnel suspected a urinary tract infection. The patient underwent laparoscopy with no particular difficultied. Post-operative outcome were simple. On (B)(6) 2017 she still had pelvic heaviness in the standing position. Her laboratory test results were entirely reassuring. She took lamaline for pain. It is undeniable that the patient's condition improved considerably after the device removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Blood electrolytes - in july 2014: normal blood pressure measurement - in july 2014: 119/70 mmhg body temperature - in july 2014: 37 degrees celsius c-reactive protein - in july 2014: < 5 colonoscopy - on 15-nov-2016: no pathology of the digestive tract found culture urine - in november 2015: urinary tract infect heart rate - in july 2014: 62 beats/min human chorionic gonadotropin - on an unknown date: < 2 nuclear magnetic resonance imaging abdominal - in november 2016: mild fibromatous remodelling on uterus oxygen saturation - in july 2014: 98 white blood cell count - in july 2014: 4970 nov-2015: hepatic and pancreatic work-up - normal. 01 to 04-jul-2017: laboratory test, abnormal values was added to lab data field (other values were within the normal) the list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 29-jun-2018 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 11649 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 26-jun-2018: fu2 hospitalization from 01 to 04-jul-2017 due to: urinary tract infection with abdominal pain, malaise , feeling of fever; treatment drugs and lab test added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), vulvovaginal candidiasis ("probable vulvovaginitis due to candida"), vulval haemorrhage ("bleeding from vulva"), vaginitis chlamydial ("vaginal swab found chlamydia") and escherichia urinary tract infection ("urinary tract infection due to e. Coli") in a 40-year-old female patient who had essure (batch no. B44005) inserted. The occurrence of additional events is detailed below. The patient's past medical history included multigravida, multiparous (5 children), caesarean section in 2013, spondylodesis (lumbar arthrodesis at l5-s1), appendectomy, gallbladder operation, urethropexy, umbilical hernia (at 4 years of age), renal colic, uterine prolapse and sciatica from 2006 to 2010. Plaintiff had no asthma or allergies and no long-term medication apart from opioids, lamaline, for pain. She had no familial history of crohn¿s disease or ulcerative colitis. Concurrent conditions included overweight and general anesthesia (for essure insertion and removal procedures) since (B)(6)2013. Family history included family history of cancer (colon cancer on maternal and paternal sides, lung cancer on maternal side, maternal uterine cancer at 42 years of age), family history of cardiovascular disorder (her father had a history of ruptured aneurysm with major sequelae) and family history of diabetes (her father had a history of diabetes). Concomitant products included lamaline [atropa bellad ext,caff,papav somnif tinct,paracet] for pain. On (B)(6)2013, the patient had essure inserted. In april 2014, the patient experienced the first episode of headache ("headaches"), amnesia ("memory loss"), visual impairment ("vision problems") and tooth disorder ("problems with teeth"). In june 2014, 7 months 2 days 15 hrs 7 min after insertion of essure, the patient experienced vulvovaginal candidiasis (seriousness criterion hospitalization) with perineal pain, vaginal discharge and perineal pain. In 2014, the patient experienced gastrointestinal motility disorder ("worsening on bowel movements/ intestinal transit was irregular with a tendency to constipation"). In july 2014, the patient experienced vaginitis chlamydial (seriousness criterion medically significant) with vaginal discharge and vulvovaginal pain, metrorrhagia ("metrorrhagia"), the first episode of abdominal pain upper ("abdomen was painful in epigastric and supra-pubic regions") and suprapubic pain ("abdomen was painful in epigastric and supra-pubic regions"). In 2015, the patient experienced the first episode of cystitis ("acute cystitis"). On (B)(6)2015, the patient experienced escherichia urinary tract infection (seriousness criterion medically significant) with vomiting, back pain, abdominal pain lower, dysuria, pollakiuria and haematuria. On (B)(6)2015, the patient experienced diarrhoea ("5 episodes of watery diarrhoea") and dyspepsia ("since starting ofloxacin she had ¿burning¿ sensation all along the digestive tube"). On (B)(6)2015, the patient experienced chills ("chills") and hyperhidrosis ("sweating"). In november 2015, the patient experienced the second episode of headache ("headaches"). In november 2015, the patient experienced dizziness ("dizziness"). On (B)(6)2015, the patient experienced the second episode of cystitis ("another episode of cystitis"). On (B)(6)2015, the patient experienced urinary tract infection ("urinary tract infections") with dysuria, pyrexia ("bout of fever") and the second episode of abdominal pain upper ("significant gastric pain"). In august 2016, the patient experienced weight decreased ("weight had decreased by 18 kg in 6 months"). On (B)(6)2016, the patient experienced abdominal distension ("bloating"). In november 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstruation irregular ("highly irregular menstrual cycles"), dysmenorrhoea ("worsening of pain during menstrual periods"), muscle spasms ("spasms"), paraesthesia ("electrical discharges"), constipation ("intestinal transit irregular with tendency to constipation"), discomfort ("heaviness with sensation of painful swelling"), nausea ("had nausea without vomiting.") And uterine leiomyoma ("mild fibromatous remodelling with no other abnormalities"). In april 2017, the patient experienced infection ("infectious episode"). On (B)(6)2017, the patient experienced procedural nausea ("nausea after essure removal procedure"). On an unknown date, the patient experienced vulval haemorrhage (seriousness criterion medically significant), swelling ("heaviness with sensation of painful swelling") and allergy to metals ("possibility of nickel allergy"). The patient was hospitalized on (B)(6)2014. The patient was treated with antifungals, antibiotics, econazole, fosfomycin trometamol (monuril), phloroglucinol (spasfon-lyoc), paracetamol (doliprane), cefixime, ofloxacin, paracetamol (perfalgan) and surgery (bilateral salpingectomy was performed via laparoscopy for essure removal on 26 and (B)(6)2017). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, amnesia, visual impairment, tooth disorder, vulvovaginal candidiasis, abdominal distension, discomfort, swelling and the last episode of abdominal pain upper was resolving and the vulval haemorrhage, vaginitis chlamydial, metrorrhagia, suprapubic pain, escherichia urinary tract infection, the last episode of headache, dizziness, diarrhoea, the last episode of cystitis, urinary tract infection, pyrexia, chills, hyperhidrosis, dyspepsia, gastrointestinal motility disorder, menstruation irregular, dysmenorrhoea, muscle spasms, paraesthesia, constipation, nausea, weight decreased, uterine leiomyoma, allergy to metals, infection and procedural nausea outcome was unknown. The reporter considered abdominal distension, allergy to metals, amnesia, chills, constipation, diarrhoea, discomfort, dizziness, dysmenorrhoea, dyspepsia, escherichia urinary tract infection, gastrointestinal motility disorder, hyperhidrosis, infection, menstruation irregular, metrorrhagia, muscle spasms, nausea, paraesthesia, pelvic pain, procedural nausea, pyrexia, suprapubic pain, swelling, tooth disorder, urinary tract infection, uterine leiomyoma, vaginitis chlamydial, visual impairment, vulval haemorrhage, vulvovaginal candidiasis, weight decreased, the first episode of abdominal pain upper, the first episode of cystitis, the first episode of headache, the second episode of abdominal pain upper, the second episode of cystitis and the second episode of headache to be related to essure. The reporter commented: essure insertion had been performed with no remarkable difficulty. Plaintiff presented a normal cardiac frequency during procedure. On the right side, four trailing spires were noted and on the left side, three trailing spires were seen. Starting in late jun-2014, she had perineal burning and leucorrhoea. She consulted her treating physician and a vaginal swab was performed and found candida albicans. She was prescribed with an antifungal and an antibiotic. Starting 3 or 4 days earlier, recurrence of perineal burning and bleeding from vulva, requiring personal hygiene several times day. On (B)(6)2015 burning on urination started. Urine cultures found a urinary tract infection due to e. Coli. Four days later, no improvement, she consulted her general practitioner, who performed analyses and prescribed another antibiotic (nos), which had no effect. Further analyses were performed and laboratory tests were normal. On (B)(6)2015, she saw her treating physician again for another episode of cystitis. Laboratory tests found no appreciable disease. The post-operative (essure removal procedure) course was unremarkable, but was marked by an isolated episode of fever with no identified cause. On (B)(6)2015, the patient was admitted to emergency due to vomiting and lumbar pain, for which the medical personnel suspected a urinary tract infection. On (B)(6)2017 she still had pelvic heaviness in the standing position. Her laboratory test results were entirely reassuring. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Blood electrolytes - in july 2014: normal blood pressure measurement - in july 2014: 119/70 mmhg body temperature - in july 2014: 37 degrees celsius c-reactive protein - in july 2014: < 5 colonoscopy - on (B)(6)2016: no pathology of the digestive tract found culture urine - in november 2015: urinary tract infect heart rate - in july 2014: 62 beats/min human chorionic gonadotropin - on an unknown date: < 2 nuclear magnetic resonance imaging abdominal - in november 2016: mild fibromatous remodelling on uterus oxygen saturation - in july 2014: 98 white blood cell count - in july 2014: 4970 nov-2015: hepatic and pancreatic work-up - normal. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 03-apr-2018 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 10503 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6)2018: regulatory authority (ansm) reference number (r1805037); new reporters; and legal claim ¿ demographic data; medical history; concomitant conditions; concomitant drugs; treatment drugs (antifungal, antibiotic, econazole, cefixime, ofloxacin, monuril, spasfon and doliprane); essure insertion details; new events (perineal burning, leucorrhoea, recurrence of perineal burning, bleeding from vulva, whitish vaginal discharge, digital vaginal examination found tenderness overall, vaginal swab found chlamydia, abdomen was painful in epigastric and supra-pubic regions, dysuria, another episode of cystitis, burning on urination, urinary tract infection due to e. Coli, chills, sweating, headaches, 5 episodes of watery diarrhea, pollakiuria, mild haematuria, since starting ofloxacin she had ¿burning¿ sensation all along the digestive tube, bowel movements, worsening of pain during menstrual periods, spasms, among others); and exams (laboratory tests). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 39-year-old female patient who had essure (batch no: b44005) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In april 2014, the patient experienced urinary tract infection ("urinary tract infections"), headache ("headaches"), amnesia ("memory loss"), visual impairment ("vision problems") and tooth disorder ("problems with teeth"). On (B)(6) 2014, 7 months 3 days after insertion of essure, the patient experienced vulvovaginal candidiasis ("probable vulvovaginitis due to candida"). In 2015, the patient experienced cystitis ("acute cystitis"). On (B)(6) 2015, the patient experienced pyrexia ("bout of fever"), dizziness ("dizziness"), vomiting ("vomiting"), abdominal pain upper ("significant gastric pain") and back pain ("significant lumbar pain"). In april 2017, the patient experienced infection ("infectious episode"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("possibility of nickel allergy"), abdominal distension ("bloating"), discomfort ("heaviness with sensation of painful swelling"), swelling ("heaviness with sensation of painful swelling"), abdominal pain ("abdominal pain like hypogastric spasm") and abdominal pain lower ("abdominal pain like hypogastric spasm"). The patient was treated with surgery (bilateral salpingectomy was performed via laparoscopy for essure removal on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, urinary tract infection, vulvovaginal candidiasis, headache, amnesia, visual impairment, tooth disorder, cystitis, abdominal pain upper, back pain, abdominal distension, discomfort, swelling, abdominal pain and abdominal pain lower was resolving and the allergy to metals, pyrexia, dizziness, vomiting and infection outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, amnesia, back pain, cystitis, discomfort, dizziness, headache, infection, pelvic pain, pyrexia, swelling, tooth disorder, urinary tract infection, visual impairment, vomiting and vulvovaginal candidiasis to be related to essure. The reporter commented: essure insertion had been performed no remarkable difficulty. On (B)(6) 2015, the patient received a treatment for acute cystitis. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 02-apr-2018 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 10492 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-mar-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.